Event description:
This is a spontaneous case report received from a medical doctor in united states on 30-aug-2016 which refers to an adult female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent contraception. On (B)(6) 2016 a hysterosalpingogram (hsg) was performed and showed the essure right side insert found in uterine cavity. It was removed via hysteroscopy on (B)(6) 2016. The sample is available and the left side was placed properly and continued in the patient. Reporter stated that patient is okay. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient received essure (fallopian tube occlusion insert) inserted and 3 months later, the hysterosalpingogram showed that essure from right side was in uterine cavity. It was removed by hysteroscopy a week later. Left side was properly placed and remained in the patient. Device expulsion is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube. This movement could be an expulsion into uterus or out of the body. In this particular case, although the exact mechanism of device expulsion is not known, given the nature of this event, causality with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality safety evaluation received on 02-nov-2016: ptc global number (B)(4). As of 31-oct-2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient received essure (fallopian tube occlusion insert) inserted and 3 months later, the hysterosalpingogram showed that essure from right side was in uterine cavity. It was removed by hysteroscopy a week later. Left side was properly placed and remained in the patient. Device expulsion is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube. This movement could be an expulsion into uterus or out of the body. In this particular case, although the exact mechanism of device expulsion is not known, given the nature of this event, causality with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical complaint analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.